Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer regarding a patient implanted with an implantable neurostimulator (ins) for lumbar radiculopathy and spinal pain. It was reported that the recharging waist belt was broken. The patient reported that the recharging waist belt broke so they cannot charge up and it takes 4 hours to charge up. The patient reported that they have been taping the belt but now it is completely broken. The patient reported that the ins battery was dead now and the therapy was off. The patient was reviewed that they could charge without the belt. No patient complications have been reported because of this event.

Manufacturer narrative:
Review determined that it was an adverse event and product problem. If information is provided in the future, a supplemental report will be issued.